Manufacturer narrative:
The field service representative (fsr) verified the 'battery has reached its 2 year service' message. The fsr replaced the batteries and performed release testing. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit displayed a 'battery has reached its 2 year service' message earlier than expected. There was no patient involvement.

Manufacturer narrative:
Per data log analysis, the system was used on (B)(6) 2021 with no issues. On (B)(6) 2021, when the system was powered up the user was notified with the '2 year battery life was exceeded' message. The log confirms, the complaint.

Manufacturer narrative:
The reported complaint has been confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.